Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, high definition, autoclavable, was damaged. The prism inside the device was cracked; looked like a kaleidoscope. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cracked optical lens. In addition, the outer tube was bent, and there were scratches on the object window frame. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused due to excessive use. Olympus will continue to monitor field performance for this device.